Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Investigation completed by: (B)(6), pr #: (B)(4), cr#: (B)(4), type: MDR with samples. Part #: 381034, lot #: 1 ¿ 5285820, 2 ¿ 6078642, 3 ¿ 5300818, 4 ¿ 5239561. As reported code: package seal integrity poor/questionable event description: a part of the packages weren't sealed and opened. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This incident is neither; therefore no DHR review is required findings: as this complaint was a MDR; -DHR review was performed on the following lot number: 5285820 ¿ the lot number was packaged on afa packaging line 11 from november 8, 2015 thru november 10, 2015. 6078642 ¿ the lot number was packaged on afa packaging line 11 from march 25, 2016 thru march 30, 2016. 5300818 ¿ the lot number was packaged on afa packaging line 11 from november 26, 2015 thru november 30, 2015. 5239561 ¿ the lot number was packaged on afa packaging line 11 from october 2, 2015 thru october 5, 2015. Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Qn / sap database review: no. Reason: although review of the qn/sap database is required level b investigation per (B)(4) are level a investigation. A review is not required for level a investigations per (B)(4). Visual analysis: observations and testing: received 18 unused iag/bc 20ga units in partially opened packages from the lot number; 5285820. Received four unused iag/bc 20ga units in partially opened packages from the lot number; 6078642. Received six unused iag/bc 20ga units in partially opened package from the lot number; 5300818. Received six unused iag/bc 20ga units in partially opened packages from the lot number; 5239561. Visual/microscopic examination: 5285820: all 18 packages were partially opened at both ends of the blister pack. 6078642: two packages were partially opened at both ends of the blister pack. Two packages was partially opened at top of the blister pack. 5300818: five packages were partially opened at both ends of the blister pack. One package was partially opened at top of the blister pack 5239561: all six packages were partially opened at both ends of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. Test description: method no.: results: visual/uv light, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements. Investigation conclusion: conclusions: the defect of package damage/defective/other, as stated in the subject of the pir was confirmed with the returned unit. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause description root cause: relationship of device to the reported incident: indeterminate. Comment: the packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This is issue is currently being investigated by CAPA (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that a product 20 g x 1.16" bd insyte¿ auto guard¿ bc shielded IV catheter was found with a sterile barrier breach/ package integrity. Before use with no report of injury.